Event description:
Ous MDR - this device displayed an eos message after a MRI scan. The device was explanted and replaced. Should additional information become available this file will be updated.

Manufacturer narrative:
The lead was not available for analysis. The analysis is therefore based on the examination of the returned ICD. The ICD first underwent a status interrogation, which detected the device status bos. The ICD had been implanted for a period of three months, and seven charge processes had been documented. During the electrical analysis, the memory content of the ICD was analyzed first. The available iegms from (B)(6) 2017 showed interference signals in the right-ventricular and the far-field channel. In addition, it was discovered that the battery status eos had been detected on the same day. The frequency and morphology of the sensed interference signals, as well as the eos detection, are with high probability the result of the influence of a strong external magnetic field, which indicates the beginning of the described magnetic resonance tomography. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The eos state was removed in the clinic on (B)(6) 2017, and the device then displayed the status bos. The battery voltage of 3.08 v indicates a charged battery. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the charge time proved to be unremarkable. There were no indications of a device malfunction, and the device proved to be fully functional. In summary, the ICD was extensively analyzed. During the analysis, the device proved to be within the electrical specifications. There was no indication of a device malfunction. It is very likely that the observed device behavior resulted from the influence of the strong external magnetic field during the magnetic resonance tomography. There was no material defect or manufacturing error.